Manufacturer narrative:
(B)(4). The transfer set was returned and the device evaluation was completed. A visual inspection with the naked eye revealed that the spike on the uv flash transfer set was bent. Underwater leak, clamp functional, and clear passage tests were all performed with no issues noted. The reported damage was verified during the sample analysis. The cause of the bent spike was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the cap on a transfer set did not properly attach to the transfer set after sterilization with a uv flash device. The reporter indicated that the connection site on the transfer set was damaged. The transfer set was changed to address the issue. The patient was previously being treated for peritonitis and had not recovered when the issue occurred. There was no additional patient injury or medical intervention other than the ongoing treatment for the previously acquired peritonitis indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.